Event description:
On (B)(6) 2011 the patient was implanted with an aos 11 mm long trochanteric nail. Aos had a report of failure on (B)(6) 2011. The nail was removed on (B)(6) 2011. The broken nail was replaced on (B)(6) 2011 and replaced with an aos 14mm es trochanteric nail. The nail was not returned for evaluation. Reviews of aos documentation shows no discrepancies, and that the parts met required specifications.